Event description:
It was reported that during a pump refill appointment the healthcare professional (hcp) had difficulty filling or aspirating the reservoir. The hcp was initially able to fill with 10cc of drug and "that was all she could inject." She was able to aspirate back only 4cc. The reporter stated she has never experienced issues like this with this patient's pump. The reporter could not aspirate or fill at the time of the call and she thought "about 6 ml of drug was probably in it." No recent medical procedures, hyperbaric, or scuba diving were reported. The reporter stated she contacted the local manufacturer's representative first who could not assist her so she called technical services. A lateral view x-ray was taken and compared with a previous x-ray and the reservoir was not symmetrical. The reporter confirmed the pump was working fine up until this point. The pump was used to infuse clonidine, bupivacaine, and morphine (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).